Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. No additional information was provided and the customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 167 mg/dl.